Manufacturer narrative:
(B)(4).

Event description:
It was reported "the tracheal tube was bent and recovered, but the trachea created a narrowing that prevented recovery to complete v entilation." The user changed to a new set and the patient was reintubated. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-12514 et tube,cuffed oral,spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the sample revealed that the tube was kinked near the proximal end of the tube, between the bite block and the connector. A functional kink resistance test was performed on the returned et tube to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. The et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube is used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. The ball bearing could not pass freely through the tube due to the kink in the tube. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "tube kinked" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the tube was kinked near the proximal end of the tube, between the bite block and the connector. The returned et tubes was functionally tested for kinking. A ball bearing could not freely pass through the tube. Resistance was met at the same location where the tubing was kinked. A device history record review was performed on the spiral-flex et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink, but it could have been caused by the positioning of the patient and/or the patient biting the tube. Based on the location and the type of damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported "the tracheal tube was bent and recovered, but the trachea created a narrowing that prevented recovery to complete v entilation." The user changed to a new set and the patient was reintubated. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".